Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room due to ongoing blood glucose (bg) levels displayed as "low" on the continuous glucose monitor. Cause of bg level was unknown. Customer treated bg level via consumption of carbohydrates prior to arriving at the emergency room. Customer did not receive additional treatment for bg level; customer was only given a blood test. Reportedly, customer left the emergency room 6 and a half hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.